Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('pieces of the wire seem to be embedded'), pelvic pain ('pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('bleeding constant') in an adult female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood swings and right lower quadrant pain. Previously administered products included for an unreported indication: nexplanon. Concurrent conditions included anxiety, depression, urinary incontinence, dysfunctional uterine bleeding, vaginal discharge, weight gain, migraine, headache, fatigue, joint pain, dysplasia, right lower quadrant pain, uterine bleeding, skin rash, hives and endometriosis. Concomitant products included levothyroxine sodium (synthroid), lurasidone hydrochloride (latuda), medroxyprogesterone acetate (depoprovera), terazosin hydrochloride (prozosin), trazodone and vitamin d nos (vitamin d). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), ablation and hysterectomy/ salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, pelvic pain, genital haemorrhage, female sexual dysfunction, dysmenorrhoea and dyspareunia outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the abdominal pain and vulvovaginal pain was resolving. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), embedded device ("pieces of the wire seem to be embedded"), pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("bleeding constant") in an adult female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood swings and right lower quadrant pain. Previously administered products included for an unreported indication: nexplanon. Concurrent conditions included anxiety, depression, urinary incontinence, dysfunctional uterine bleeding, vaginal discharge, weight gain, migraine, headache, fatigue, joint pain, dysplasia, right lower quadrant pain, uterine bleeding, skin rash, hives and endometriosis. Concomitant products included levothyroxine sodium (synthroid), lurasidone hydrochloride (latuda), medroxyprogesterone acetate (depoprovera), terazosin hydrochloride (prozosin), trazodone and vitamin d nos (vitamin d). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), ablation ). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, pelvic pain, genital haemorrhage, female sexual dysfunction, dysmenorrhoea and dyspareunia outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the abdominal pain and vulvovaginal pain was resolving. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received.- event "bleeding constant" added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("pieces of the wire seem to be embedded"), device breakage ("device breakage") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood swings and right lower quadrant pain. Previously administered products included for an unreported indication: nexplanon. Concurrent conditions included anxiety, depression, urinary incontinence, dysfunctional uterine bleeding, vaginal discharge, weight gain, migraine, headache, fatigue, joint pain, dysplasia, right lower quadrant pain, uterine bleeding, skin rash, hives and endometriosis. Concomitant products included levothyroxine sodium (synthroid), lurasidone hydrochloride (latuda), medroxyprogesterone acetate (depoprovera), terazosin hydrochloride (prozosin), trazodone and vitamin d nos (vitamin d). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)., she had surgery to remove the essure and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, embedded device, device breakage, female sexual dysfunction, dysmenorrhoea and dyspareunia outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the abdominal pain and vulvovaginal pain was resolving. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received. Lot number and lab data added. Concomitant condition and medication added. Historical condition added. Events: menorrhagia, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, vaginal pain, pieces of the wire seem to be embedded, device breakage were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.